Event description:
The following was published in a clinical literature article involving cook hemospray endoscopic hemostat. Https://doi.org/10.1080/00365521.2020.1853219. The patient underwent to egd showing a small forrest iii ulcer on the gastrojejunal anastomosis and active bleeding coming from the entire mucosa of the gastric pouch; the oozing area was so large that, therefore, a treatment with hemospray (cook medical-hemospray endoscopic hemostat) was done. Two weeks later, due to a new episode of hematemesis, an emergency egd was performed, showing a friable and hyperemic mucosa of the anastomosis. Apc and 3-clips placing (cook medical-instinct endoscopic hemoclip) on the anastomosis were performed. As active bleeding persisted, a treatment with hemospray was attempted, without success. Initial hemostasis was achieved (100%) during the first procedure. Hemostasis was not achieved (0%) with subsequent hemospray combination therapy, instinct clips. No undesirable side effects were reported by the authors. This report is being submitted to capture the cook instinct endoscopic hemoclips. The cook hemospray endoscopic hemostat emdr will be sent separately. It was not published if an unintended section of the device remained in the patient. It was published that additional procedures, embolization with particles of polyvinyl alcohol were required due to this occurrence. It was not published if the patient experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, a device failure was not reported in the article. Endoscopic measures were not able to stop this bleed and embolization was required. The instructions for use potential complications state: "those associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Https://doi.org/10.1080/00365521.2020.1853219.